Manufacturer narrative:
(B)(4)

Event description:
Reportedly, device reset occurred on (B)(6), 2015. An analysis about the reason of reset was requested. The patient was not exposed to any electrical interference.

Event description:
Reportedly, device reset occurred on (B)(6) 2015. An analysis about the reason of reset was requested. The patient was not exposed to any electrical interference.